Manufacturer narrative:
Device was evaluated by third party service center.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's speaker was replaced to address the issue.